Manufacturer narrative:
The investigation discovered the customer placed a new reagent pack onboard the analyzer and did not perform qc before running patient samples. The questionable patient results were from a reagent pack with no valid qc data. The investigation determined the actions of replacing the sample probe and the reagent resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed a vertical and horizontal probe movement check. Also, the customer exchanged a sample probe. The customer performed qc, but the qc results were low. The customer placed a new reagent pack onboard and the qc recovery was acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for 14 patients tested on a cobas c513 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the same samples for confirmation. Refer to the attachment on the medwatch for all patient data. The hba1c reagent lot number was 437338 with an expiration date of 31-mar-2021.